Event description:
Customer reported the system is not displaying an image on the left monitor and the printer is not working.

Manufacturer narrative:
A ge representative evaluated the system and found the customer had plugged the printer into a 220v outlet in the powerstrip in the monitor cart instead of the 110v outlet which was causing a circuit breaker to trip. System operates as intended.